Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "late seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "breast becoming hard overnight, extreme pain, burning, seroma," and "exchange from textured implants due to concern with the product."

Event description:
Patient reported left side "breast becoming hard overnight, extreme pain," and "burning." Patient additionally reported a "seroma" and "exchange from textured implants due to concern with the product." Device remains implanted.

Event description:
Patient reported left side "breast becoming hard overnight, extreme pain," and "burning." Patient additionally reported a "seroma" and "exchange from textured implants due to concern with the product." Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: removal of recalled implants, seroma, capsular contracture, medical costs for removal of recalled product, medical costs of future medical monitoring, pain and suffering and mental anguish. Plaintiff has not been diagnosed with bia-alcl." Device has been explanted. .

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.